Manufacturer narrative:
Investigation summary: bd received 50 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was not observed as the photos only show unused product. Additionally, 10 of the customer samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage inside the holder. "During blood collection, blood flowed inside the holder."